Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately twenty-eight days post filter deployment, the patient had a removal procedure setup to remove the inferior vena cava filter. It was further reported that the filter struts perforated, tilted and migrated. The device has been removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard denali filter was deployed in the infra-renal segment of the inferior vena cava without issue in a patient with deep vein thrombosis and pulmonary embolism. Follow up venogram confirms placement without tilt. Approximately, four weeks of post deployment, attempted inferior vena cava filter removal. Access was gained via right internal jugular vein. Flush catheter placed to the left common iliac vein and venogram accomplished. No filling defects noted, but inferior vena cava filter was now juxta to supra-renal, and the hook was imbedded into the wall of the supra-renal inferior vena cava. Additional access ultimately created in the right neck, after inability to snare the hook. Attempts to straighten out the filter, or otherwise capture the filter, were unsuccessful (to include snaring wire below filter and looping through filter (unable to pass sheath over hook due to imbedded into wall), balloon straightening techniques, and reverse curve catheters and snare combinations; note, no endobronchial forceps available). Follow up venogram confirms no extravasation but worsening of the position/tilt of the now supra renal filter (with likely extension of legs into the left renal vein). Computerized tomography-abdomen/pelvis without contrast showed a filter was identified within the vena cava. The filter was transversely located within the inferior vena cava at the level of the upper kidneys/l1. The filter extends into the left renal vein. The right aspect of the filter does appear to extend into the region of the contour of the liver. After, three days, the patient presented with uneventful inferior vena cava filter placed. An attempt made last week complicated by severe tilt and tip/hook embedded into the right inferior vena cava wall/liver. The patient now with pain and requested for inferior vena cava filter removal. A computerized tomography-abdomen/pelvis without contrast showed as filter was appreciated oriented transversely within the inferior vena cava with the right aspect of the filter extending towards the contour of the liver and the other end of the filter extending into the left renal vein. This positioning was unchanged from prior examination. After, two days, filter removal was scheduled. Ultrasound guided access of right internal jugular vein and right common femoral vein. Flush catheter placed to the right common iliac vein and inferior vena cava gram accomplished. No filling defects in a normal appearing inferior vena cava. The inferior vena cava filter was in place, with tip projecting outside the wall, in a supra-renal segment of the inferior vena cava. Using sling technique from above and below, we were able to remove the filter tip from the wall, and then snare the hook from above. Filter removed in telescoping fashion via 12 french sheaths from below and 14 french sheath from above. Follow up venogram confirms no extravasation, but with moderate narrowing of the inferior vena cava. Lodged inferior vena cava filter in right renal vein was removed. Therefore, the investigation is confirmed for filter tilt, filter migration, perforation of the inferior vena cava (ivc) and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt, migration, and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately twenty-eight days post vena cava filter deployment, during a scheduled retrieval procedure it was discovered that the ivc filter tilted, perforated, and migrated. The current status of the patient is unknown.